Manufacturer narrative:
Photographs were returned for evaluation. A review of the customer provided photographs show the centrifuge bowl broken into multiple pieces. The photographs show a large vertical crack in the centrifuge bowl. Additionally a photograph verifies the system error #130 alarm on the cellex monitor screen. A material trace of the bowl assembly and its components used to build kit lot g147 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The centrifuge bowl break is verified based on the customer provided photographs; however, the root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g147 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g147 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer sent an email to report a centrifuge bowl leak/break during the treatment procedure. The customer reported approximately 300 ml of whole blood was processed when the centrifuge bowl broke. The customer aborted the procedure and did not return blood to the patient. The customer reported the patient was stable. The customer has returned photographs for investigation.